Event description:
It was reported the patient experienced a brain bleed and died. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was implanted without any complication. The patient had been on eliquis prior to the procedure and remained on it post procedure. The patient was discharged from the hospital. Three days post procedure, the patient experienced a spontaneous brain bleed and passed away at home. No symptoms or fall was reported.